Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06jan2020.

Event description:
It was reported that the unit would not power on from ac (alternating current) power, and that the backup battery was depleted. It was also reported that the unit had a burnt connector. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power supply to address the power issues and blower motor controller board to address the burnt connector. The power supply assembly was returned to the manufacturer for failure analysis. A visual inspection revealed no signs of damage or contamination. During the investigation, it was determined that a failure of the c56 component prevented the power supply from operating on ac power. The blower motor controller was also returned for failure analysis. It was determined that the j3 component was tarnished; however, this was a cosmetic issue and did not contribute to any functional failures.